Manufacturer narrative:
Upon completion of the investigation it was noted that the manufacturing documents were not able to be reviewed since the lot number was not sent in for us to evaluate the complaint. Root cause is likely due to operator error, this however could not be determined. Per the requirements of the specification the operator is required to inspect the front and back of each strip and count the stack. The operator than weighs the stack to make sure there are 10 strips prior to bagging the stack. A tr was opened to retrain all the operators that are trained on the strip machine. The complaint was reviewed with all the operators to raise awareness of the issue and to gather any ideas for improvement. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Gtin: not available. Upon completion of the investigation a follow up report will be filed.

Event description:
We would like to inform you of the following issue; we received a complaint on a spng neuro .5x6 xr 10/pk. The sample was evaluated and it was found that an extra neuro sponge was included in the pack. The sample has been received by qa and the reported concern has been confirmed. Your item number for the complaint is (B)(4). Unfortunately, we cannot provide the po or the lot numbers. However, we wanted to make certain that you are aware of this matter as well we will require a response. Please let me know if you should have any questions or if you would like the samples returned. (B)(6) 2015 per distributor, event did not occur intra-operatively, caused no delays or adverse consequences.